Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon anastomoses laparoscopic procedure, the center rod assembly bends like a fan. Surgical time was extended to resect the first purse string and build a new one for the new stapler.